Event description:
The customer reported that he was attempting to prime his new infusion set and insulin squirted out the tubing. Troubleshooting was performed. The caller stated that insulin did not drip continuously after the motor stopped, and it did slow down. Advised the customer to change the infusion set and to begin the prime process. However, the caller was not able to rewind and was asked to prime the tubing again. The customer also mentioned getting an error alarm. Advised the caller to discontinue use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test as a result of a loose drive support disk. Further testing could not be performed due to the loose drive support disk.